Event description:
Healthcare professional reported capsular contracture baker grade iii against left side device. Device has been explanted. Treatment: capsulectomy.

Manufacturer narrative:
(Health effect impact code): f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii against left side device. Device has been explanted. Treatment: capsulectomy.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and wear abrasion. Craters are observed on the surface of the shell. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.